Event description:
(B)(4). Pt reported 2 bard mesh patches were implanted. Patient reported pain, add'l surgeries, and the mesh fell. The patient reported the md wants the patient to collect disability.

Manufacturer narrative:
No initial reporter contact info included on the maude report, therefore no f/u can be made. We therefore, consider this report complete to the best of our current knowledge. A review of the mfg records was conducted. All paperwork appeared complete and accurate and there was no evidence of a mfg related cause for the reported event. Pt reported pain, add'l surgeries, and the mesh fell. Based on the info currently available, it is unk whether the device may have caused or contributed to the event. Additionally, no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2011-00302 for info related to the first flat mesh implanted in 2011.